Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 17, 2019 that a wallflex esophageal partially covered stent was implanted to treat a distal oesophageal cancer lesion during a gastroscopy with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent migrated immediately after deployment. The proximal flare of the stent was found near the lesion while the distal portion of the stent was inside the stomach. The position of the stent was adjusted with forceps and secured with a resolution 360 clip. Reportedly, the physician was comfortable leaving the stent in place. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.